Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited pacemaker-mediated tachycardia occurring due to under-sensed r waves opening the retrograde pathway. No intervention was performed. There were no patient consequences.